Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that the coil failed to detach. A 10mm x 40cm interlock¿-35 was selected to treat the lumbar artery. During the procedure, they deployed two 15x40 unspecified coils successfully. Then this device was use as the 5th coil, however it was noted that the coil would not deploy. The whole catheter was removed and embolization was not completed due to the event. No patient complications were reported and the patient's status was fine. However, device analysis revealed that the main coil was broken.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. The returned catheter was a .038 5f non bsc catheter. The delivery wire was not returned. A sample delivery wire was inserted into the proximal end of the catheter and could not be advanced passed 73cm from the catheter proximal end most likely as a result of the coil that had not been deployed. The sample delivery wire was inserted into the distal end and could not be advanced passed 5.8cm from distal end. Several incisions were made along the catheter in an attempt to remove the coil from the catheter. A significant amount of blood was removed at each incision. The coil was removed covered in blood and thrombosis. The coil was severely stretched at the distal end. The coil interlocking arm was not attached and had been pulled off as weld indentations were visible on the coil. The coil interlocking arm was not present in the catheter and was not returned. A microscopic examination revealed a zap tip shape and surface was smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that insufficient flush was performed a ¿cordis .038 5f' microcatheter was used. The dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ the most probable root cause is considered user related. (B)(4).